Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white coil cap of a multirate infusor was separated from the housing. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This lot was manufactured february 26, 2016 - february 27, 2016. The infusor was received for sample analysis. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection noted that the housing was malformed. The housing was malformed at its upper area where the white coil cap came in direct contact with the housing. The malformation caused the original shape and size of the housing to change and consequently caused the white coil cap to separate or become loose as the coil cap would no longer fit the original shape/size of the housing. The reported condition was verified. The cause of the malformation was not determined. Should additional relevant information become available, a supplemental report will be submitted.